Event description:
It was reported that during a remote transmission, the device sensed p waves in refractory causing -automatic mode switches -. No intervention had been reported and no changes would be made for now.